Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The stm that found the issue replaced the helium regulator assembly and then completed the pm and all functional and safety test. The iabp passed all tests performed and was cleared for clinical use. The initial reporter is a getinge employee who has different contact details from that of the event site, and has the following contact information: (B)(6).

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) presented a helium leak during a preventative maintenance performed by a getinge service territory manager (stm). There was no patient involvement and no adverse event was reported.